Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Serial # : (B)(4), catalog # : 1650de exp. Date: 10/31/2016 mfg. Date: 10/31/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during hospitalization for an unrelated event, with an ac adaptor connected to port 2 and a battery connected to port 1 a "no power" alarm sounded. The battery connection on port 1 was determined to be unable to maintain a connection. The battery was exchanged with out consequence to the patient. No further information was provided.

Manufacturer narrative:
Additional info received indicated that the patient's hospitalization was unrelated to the reported event. The site reported that the reported "no power" alarm was less than two seconds and that all of the connections were determined to be secure. The perfusionist reported that it was unclear whether the alarm heard was a "no power" alarm because he did not notice whether the controller screen went blank. He also stated that the alarm was "more of a "tweet" than an urgent sounding alarm" and that he immediately attached a battery to the second power port 2 upon hearing the alarm. The monitor screen displayed "connect battery" for port 1. The perfusionist then, replaced power source 1 with a backup battery and reconnected ac power to power source 2 with no further issues. (B)(4) - returned on 12/12/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The reported event of a poor mechanical connection could not be confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power-up event on (B)(6) 2016 at 12:28:44. Prior to this event, the controller was connected to an ac adapter and (B)(4) with 93% remaining charge. Following this event, the controller was connected to an ac adapter and (B)(4) with 93% remaining charge. The most likely root cause of this event can be attributed to a double disconnection of external power sources from the controller. Analysis revealed that the battery passed visual examination and functional testing. The battery was able to maintain a secure connection with the test bed controller. Analysis of the cac adapter could not be performed since the device was not returned for evaluation. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.